Manufacturer narrative:
Investigation conclusion: the evaluation of the system controller, returned after routine transplant, revealed a dried residue inside the driveline connector. As a result, the tab on the driveline connector was not able to be pressed to insert the driveline. The connector was cleaned, and the tab was released. A test driveline was successfully connected after cleaning the connector. The system controller was functionally tested using.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2019.